Manufacturer narrative:
The investigation determined that two lower than expected vitris quality control results were obtained using vitros ammonia reagent on a vitros 5,1 fs chemistry system. The assignable cause of the lower than expected quality control results is instrument related. Vitros ammonia precision testing was performed and the results were outside of ortho guidelines, indicating that the vitros 5,1 fs system was not performing as intended. The customer performed the maintenance action of replacing the incubator evaporation caps to return the system to expected performance. Following the maintenance actions, acceptable vitros ammonia performance was observed.

Event description:
The customer obtained two lower than expected vitros ammonia quality control results (vitros v4562= 116.6, 140.6 vs. Expected result= 190mol/l) on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ammonia results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).